Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked the ortho provue temperature, centrifuge speed, and reader camera. The fe also created a new reference image. The fe states that the instrument is operating as expected. No repairs needed. (B)(4).

Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel in the antibody screen test. No erroneous results were reported.